Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00736. The pt received the scs system on (B)(6) 2005. It was reported the pt had his lead extensions replaced after it was determined they were non-functional. The date of explant is not available. The explanted extensions were returned to ans for analysis. No additional events have been reported since the replacement.

Manufacturer narrative:
Device 1 of 2. Method: the device history ann sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension fails continuity testing and channel 5 measures "open". Flex testing indicates a break in the extension header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.